Manufacturer narrative:
(B)(4). This lot was manufactured from july 21, 2014 to july 23, 2014. Evaluation summary: the sample was received for evaluation. A visual and microscopic inspection of the device was performed with no abnormalities noted. There was no evidence of particulate matter inside or outside of the bladder/balloon of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported particulate matter could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed with particulate matter within its reservoir. This was found before use. The device was filled with meropenem, ceftazidime and aztreonam. There was no patient involvement. No additional information is available.